Event description:
Planitiff alleges being hospitalized and receiving repeated surgical and out-patient medical care from multiple health care facilities. Plaintiff alleges repeated exposure to latex gloves made by various manufacturers. Plaintiff alleges developing a latex allergy.